Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 28/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Primary operation channel resistance. Passed dry leak test. Passed wet leak test. Distal cap/ case cracked. Scope case not received scope receive in box. Image blackout. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. O-rings and seals. Distal case/cap.